Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic gastric sleeve procedure, two of the ports had valves that pushed completely down the port and into the patient (both were retrieved) and another port the valve also came loose and remained trapped in the shaft of the port. This occurred during the procedure after the port had been entered and exited a number of times. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results of the found that the device was received with the duckbill out of position and missing. The obturator of the device was not returned. One potential cause for the damage found may be the snagging of an instrument during insertion. As the obturator was not received and it is the part that has the batch stamped, we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.